Manufacturer narrative:
(B)(4). Advancer. The device was returned with the tip of the advancer broken. The device was cycled and malformed the remaining clips due to the advancer condition. In addition, a double feed incident occurred; however, this finding is not related with the incident reported. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure the clips were not forming properly. Another device was used to complete the case with no patient consequence.